Manufacturer narrative:
(B)(4).device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x20mm promus premier¿ drug-eluting stent was advanced through a guidezilla guide extension catheter to treat the target lesion. A mailman guide wire was also used serving buddy wire in the guidezilla. However, upon advancing, the stent and the guidezilla collided, which caused the stent struts to be damaged upon entering the proximal end of the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus premier, mr, us 3.0x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal struts were distorted, bunched, lifted and pushed to the centre of the stent in a proximal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full length of the catheter. A visual and tactile examination no issue with the profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x20mm promus premier drug-eluting stent was advanced through a guidezilla guide extension catheter to treat the target lesion. A mailman guide wire was also used serving buddy wire in the guidezilla. However, upon advancing, the stent and the guidezilla collided, which caused the stent struts to be damaged upon entering the proximal end of the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.